Manufacturer narrative:
Investigation: visual inspection: during the investigation, scratches/damages on the outer housing of the valve was determined. During the visual inspection a deformation of the outer housing of the prosa valve could be determined. The measurement of the plane parallelism could confirm that the value is outside tolerance (0 ± 0.02 mm). Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve is operating not within the accepted tolerance in the vertical position. An accelerated outflow of prosa could be determined. Adjustment test: the prosa valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational. However the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found in the valve. Results: based on our investigation results, we can determine an accelerated outflow and adjustment difficulties. The determined deposits can be named as the cause for the functional deviations. Organic matter in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy.

Event description:
It was reported that a prosa (#fv701t) was implanted during a procedure. According to the complainant, the shunt system caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Height: 173cm. Weight: 49 kg. Gender: male. Same incident as medwatch#3004721439-2024-00217.